Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) have been returned zoll manufacturing corporation and investigation is underway. Device evaluation includes review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Manufacture date: monitor - (B)(4) - 07/28/2016, belt - (B)(4) - 07/19/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. Review of the patient's download data reveals that the patient experienced a defibrillation event consisting of ten shocks. It was reported that the patient was conscious at first, but became unresponsive during the event. At 05:30:10, the patient received one appropriate shock while their rhythm was ventricular tachycardia (vt) at 160 bpm. The patient's post-shock rhythm was a 10.65 second sinus pause that transitioned to sinus arrhythmia at 30 bpm with preventricular contractions (pvcs). The response buttons were pressed from 06:21:20 to 06:21:21. The response buttons functioned appropriately. The patient then received two more appropriate shocks during vt at 06:22:56 and 06:23:42. The patient's post-shock rhythm was an idioventricular rhythm at 90 bpm. Between 06:33:24 and 06:36:59, the patient six inappropriate shocks while their rhythm was obscured by CPR/motion artifact. CPR/motion artifact contributed to the false detection. The patient then received a seventh inappropriate shock during asystole. The patient subsequently passed away at approximately 6:00 am. There is no indication or allegation that a device malfunction caused or contributed to the patient's death.